Manufacturer narrative:
No button error alarm anomaly noted during testing. However, intermittent button/keypad due to moisture damage on keypad traces. No moisture damage noted on electronic or motor.

Event description:
The customer reported via phone call that they received a button error alarm. The customer also reported that the insulin pump was exposed to water. The customer's blood glucose was 110 mg/dl at the time of incident. The customer reported that they were unable to clear the alarm. The insulin pump was returned for analysis.